Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b: additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances, and as a result, the implantable lead was replaced. Postoperatively, the patient is fully recovered. The explanted devices will not be returned for analysis, as it was disposed by the surgery center.